Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative code e-86 was noted in the device error log indicating failure of the outlet pressure sensor and requiring replacement of the printed circuit board assembly to address the issue. No foam particles were found inside the device. No repairs were done, and the device was scrapped per customer request. The device will be included in the fsn 2023-cc-src-039.